Event description:
It was reported that the device over temp button is not working. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked water tank cover, corroded drain fitting and old style printed circuit board (pcb). Functional testing found the over temp button didn?t work. The root cause of the reported issue was found to be a worn out membrane switch, normal wear consistent with use. Due to the age and condition of the device, it was deemed beyond economical repair and will be scrapped. Additional event information received indicating no patient involvement (updated b5, h6). E4 is unknown, no information provided to date.

Event description:
Additional information was received which included there was no patient involvement.